Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of the pump data showed that the pump battery depleted from 100% to 70% within 4 minutes. It was reported that the wake button is intermittently unresponsive. Customer stated that about every 5th time the button is pressed the display does not illuminate. Reportedly, the customer has to press the button an additional time for the pump to respond. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the current pump until the replacement pump was received.